Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. The jaw was peeling and the patient wasn¿t harmed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b-5 - describe event or problem corrected b-5 to capture the corrected updated information internal complaint trackwise # (B)(4). Autonumber # (B)(4). Device was discarded.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. The jaw broke and the patient wasn¿t harmed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.